Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open and there was an incomplete staple complement. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.